Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no signs of external damage. Review of the event history logs showed primary audible alarm bgnd test; acu watchdog failure. Functional testing was performed but could not duplicate the reported issue; however, it was determined that the root cause of the issue was that the speaker was not working as intended. The speaker was replaced. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a primary audible alarm for auxiliary control unit watchdog failure during background testing. It is unknown if there was patient involvement, no adverse patient effects were reported.